Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy. Subsequently, the customer went to the emergency room to address elevated bg level. Customer was treated with intravenous insulin to address bg level. The customer continued to use the pump for insulin therapy.